Event description:
While ablating a very distal, calcified lesion in the circumflex, the pt's entire left coronary system shut down. The pt became very ill and the entire rotablator system was removed. The pt was placed on a balloon pump and almost had to be intubated. However, the pt was stabilized and two stents were implanted.